Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of difficulty assembling the connector is confirmed; however, the exact cause is unknown. One photograph of a groshong nxt clearvue connector was returned for evaluation. An initial visual observation of the photograph showed a small gap between connector pieces. No obvious usage residue or other damage could be seen in the returned photograph. While the exact cause of the observed difficulty assembling the connector could not be determined from the returned photograph, possible causes include damaged components, mechanical interference, and locking arms not seated properly. H3 other text : evaluation findings are in section h.11

Event description:
It was reported that the oversleeve portion connector could not be attached with the extension tubing tightly. A gap was left after the attachment and both were easily separated.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and is pending evaluation. Results are expected soon.

Event description:
It was reported that the oversleeve portion connector could not be attached with the extension tubing tightly. A gap was left after the attachment and both were easily separated.